Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions on what to do if the malfunction code recurred, allowing the customer to continue using the pump without further issues.